Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. H10 additional narrative: during pre-repair assessment performed by technician, investigation revealed the device hose had no pressure relief valve, holding pins for attachments were loose and the locking mechanism was faulty. The device was repaired and returned to customer on (B)(4) 2012.(B)(4).

Event description:
Customer reported device no longer held attachments due to a broken pin on the connector. This is report 1 of 1 for #(B)(4).